Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed, as well as the device history record review results.

Event description:
It was reported that during use of this swan-ganz bipolar pacing catheter it was unable to pace. After catheter insertion, pacing was attempted but did not work. The issue was resolved by replacing the catheter. Information including the kind of surgery or examination the catheter was used for or if the patient had any cardiac conduction defect is unknown. The patient demographic information was requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
One bipolar pacing catheter with 1.3cc limited syringe was returned for evaluation. The reported issue of unable to pace was confirmed. Continuity testing confirmed a full open condition of the proximal circuit. A cut down of the catheter body was performed to expose the pacing lead wires. The proximal leadwire was found to be broken at 45mm from the catheter tip. The distal circuit was continuous. There was no visible damage or abnormality observed from the catheter body or balloon. The balloon inflated clear and concentric and remained inflated for five minutes without leakage. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. The issue of pacing difficulty was able to be confirmed through objective evidence from the product evaluation. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect, therefore, a root cause could not be identified. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.